Event description:
It was reported that the patient was in surgery for a prophylactic generator replacement however during surgery the lead was severed by the surgeon. After the patient underwent a full revision and the device was turned on, the patient experienced asystole. The placement of the leads were checked and they were placed just above the old lead electrodes. To try to mitigate the asystole, the physician removed the old leads and implanted the new electrodes at the same location on the nerve ensuring leads did not interfere with cardiac branches however asystole was still present when the device was turned on to previous settings. No corrective action is required as no new cause or new harm has been established for patient or user.